Manufacturer narrative:
Additional information was received on 6/24/2019. In addition to the issues reported previously, a doctor diagnosed rupture of the implant. Additionally, the patient had an explant without replacement on (B)(6) 2019. Is other serious- uncheck. Is required intervention-check. Is product problem-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5585402 on 5/15/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/20/2019. The event date was updated to (B)(6) 2019. Additionally, the explanting surgeon noted capsular contracture (baker's grade unknown) of the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with a history of breast cancer who underwent primary breast augmentation with a 175cc mentor memorygel breast implant experienced pain and hardness indicative of capsular contracture in her left breast post procedure. At the time of this report, mentor has received no an expected explantation date, however future explant without replacement is indicated.